Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-9564-2436-lat glenosphere (line #1) and an ar-9503s-03 humeral cup (line #2) were explanted on (B)(6) 2021 due to a dislocation, caused by a fall. The date of the primary procedure was on (B)(6) 2021 and took place at (B)(6) rehabilitation and orthopedic institute, arthrex account #(B)(6). The ar-9564-2439-lat glenoshpere, ar-9503-3639-3c combo humeral insert, and ar-9555-09 spacer, were implanted during the reported revision surgery. The ar-9503-3639-6c humeral insert was implanted then explanted as the device was the incorrect size.